Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1032679. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-02-01. Medical device lot #: 1137714. Medical device expiration date: 2026-04-30. Device manufacture date: 2021-05-17.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use liquid was found inside multiple syringes. The following information was provided by the initial reporter:   it was reported by the consumer the syringe has an oil substance inside the syringe.   Verbatim. They found a hand full of the 10 ml syringes that had an oil substance in them.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1032679. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-02-01. Medical device lot #: 1137714. Medical device expiration date: 2026-04-30. Device manufacture date: 2021-05-17.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use liquid was found inside multiple syringes. The following information was provided by the initial reporter:  it was reported by the consumer the syringe has an oil substance inside the syringe. Verbatim. They found a hand full of the 10 ml syringes that had an oil substance in them.

Manufacturer narrative:
H.6. Investigation: one picture of a 10ml luer-lok syringe (p/n 302995) was received and evaluated. An "oil like" substance was present on the stopper. The substance appeared to be silicone lubricant used in the manufacturing process, which was the normal expected amount. The picture received was acceptable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use liquid was found inside multiple syringes. The following information was provided by the initial reporter:   it was reported by the consumer the syringe has an oil substance inside the syringe. Verbatim. They found a hand full of the 10 ml syringes that had an oil substance in them.